Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices broke during a total knee arthroplasty.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.